Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient could not charge the ipg. The physician suspected that the ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn.

Event description:
A report was received that the patient could not charge the ipg. The physician suspected that the ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.